Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 300 units of insulin during the load sequence. Multiple follow up attempts were made by tandem technical support to complete troubleshooting; however, the customer did not respond. Customer¿s blood glucose level was 290 mg/dl.